Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, when the unit was turned on the console for the arterial pump head was blank and on the centrifugal icon on the central control monitor (ccm) screen there was a big question mark "?". The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user turned off the whole system and turned it back on, and the display came back up fine. Investigation in process, but not yet completed.